Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge increased and decreased while pump was not connected to a power source. The battery also rapidly depleted from 50% to 5%. There was no impact to the customer's blood glucose levels. Customer indicated manual injections would be used for back-up insulin therapy.

Manufacturer narrative:
.